Manufacturer narrative:
Correction to sections h3 and h6. Updated section d9. Please reference related manufacturer report no: 2015691-2021-04116. The 14f esheath was returned with the associated 20mm commander delivery system inserted into the sheath. The complaint device was visually inspected and the following was observed: puncture present in hdpe material with 1 valve strut protruding through tear 5/8'' in length and starts 5'' from distal tip. Tip unopened, distal 1.75'' of sheath unexpanded, remainder expanded as designed; liner appears intact; no abnormalities underneath strain relief. Review of provided imagery revealed the right subclavian artery with tortuosity was present. Functional testing was performed and after the valve was removed, the delivery system advanced through the sheath, the remainder of sheath expanded as designed and tip opened as designed. Due to the condition of the device no dimensional testing was performed. During manufacturing, the sheath shaft components were 100% visually inspected for any defects. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed additional similar complaints relating to sheath shaft punctured and resistance. A review of the complaint history from july 2020 to june 2021 revealed additional similar complaints for sheath shaft punctured and resistance for esheath (all models and sizes). The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The following instructions were reviewed: IFU for esheath, IFU, commander delivery system, s3u commander preparation training manual, s3u commander procedural training manual, and subclavian (supraclavicular) and axillary (infraclavicular) approaches procedural training manual. A review of IFU/training materials revealed no deficiencies. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaints for sheath shaft punctured and resistance were confirmed based on evaluation of the returned device. However, reviews of the DHR, lot history, and complaint history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation; therefore, the sheath puncture/damage was likely not present out of box. As reported, ''there were difficulties advancing the valve through sheath. It was noted on fluoro that valve strut appeared to be extending outside the sheath. The sheath, delivery system and valve were removed as a unit, and it was observed that valve strut tore through sheath lumen''. Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. From the review of the complaint follow up information, there was significant amount of tortuosity present within the subclavian vessels. Additionally, if the insertion angle was performed at steep angle, then as a result, the valve strut would have likely caught on the sheath, leading to resistance. In such condition, attempts to further advance the delivery system can cause the valve strut to puncture the shaft and damage the valve. These procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of thv getting caught on the sheath, resulting in bent valve struts. As such, available information suggests that patient factors (tortuosity) procedural factors (steep insertion angle, valve caught on sheath and excessive device manipulation) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required. However, per management discretion, pra has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. A corrective/preventative action was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath).

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards field clinical specialist regarding a 20mm sapien 3 ultra valve in the aortic position via subclavian approach. The 14f esheath was inserted successfully. There were difficulties advancing the valve through sheath. It was noted on fluoro that valve strut appeared to be extending outside the sheath. The sheath, delivery system and valve were removed as a unit, and it was observed that valve strut tore through sheath lumen. A new 14f sheath, 20mm commander delivery system, and 20mm sapien 3 ultra valve were inserted successfully. Valve deployed successfully. There was no patient injury.